Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, a patient experienced a stent fracture and restenosis. At the time of the initial stent implantation in 2005, the patient had been admitted for chronic heart disease (chd). There was 75% stenosis in the proximal to mid left anterior descending (lad) artery. The lad was treated with a 3.0 x 33mm cypher select at 10atm and the stent was post-dilated at 14-16atm. The patient also had a 3.5 x 23mm stent placed in the cypher select placed in the proximal-rca due to 85 to 95% stenosis. Ivus was not performed during the initial procedure. Approximately four years later, the patient had recurrent heart disease. The angiography and ivus revealed that the lad stent was fractured with 30-40% stenosis and timi 3 flow. Considering that the condition of the patient and the plaque was stable, the physician did not perform further treatment at that time. Approximately one year later, the patient underwent treatment of the fracture. Angiography revealed 70% restenosis in the mid lad with tim 3 flow. The patient was treated with a 3.0 x 18mm non-cordis stent with no residual stenosis. It was reported that the stent fracture was not located in an area of myocardial bridging and the patient was in stable condition. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Coronary artery restenosis is a known adverse event associated with stent implantation. Restenosis is often associated with the progression of atherosclerotic disease. Review of the information available suggests that patient factors, specifically the refractory restenosis following surgical and percutaneous endarterectomy, may have contributed to this event. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and high rate of stenosis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics, the vessel tortuousity, and patient factors, the progression of atherosclerotic artery disease, which may have contributed to the event.

Event description:
As reported by an affiliate, a patient experienced a stent fracture and restenosis. At the time of the initial stent implantation in 2005, the patient had been admitted for chronic heart disease (chd). There was 75% stenosis in the proximal to mid left anterior descending (lad) artery. The lad was treated with a 3.0 x 33mm cypher select at 10atm and the stent was post-dilated at 14-16atm. The patient also had a 3.5 x 23mm stent placed in the cypher select placed in the proximal-rca due to 85 to 95% stenosis. Ivus was not performed during the initial procedure. Approximately four years later, the patient had recurrent heart disease. The angiography and ivus revealed that the lad stent was fractured with 30-40% stenosis and timi 3 flow. Considering that the condition of the patient and the plaque was stable, the physician did not perform further treatment at that time. Approximately one year later, the patient underwent treatment of the fracture. Angiography revealed 70% restenosis in the mid lad with tim 3 flow. The patient was treated with a 3.0 x 18mm non-cordis stent with no residual stenosis. It was reported that the stent fracture was not located in an area of myocardial bridging and the patient was in stable condition.

Manufacturer narrative:
The lot number was not known. The initial stent implantation was in 2005. The day and month were not reported. Additional information will be submitted within 30 days of receipt.